Manufacturer narrative:
Correction to the initial MDR in field should have been: model number/catalog number:sc-2218-70; serial number: (B)(4); batch/lot number:18389539/21246547; model/catalog description:linear st lead kit 70 cm. Model number/catalog number:sc-2366-70; serial number: (B)(4); batch/lot number:19090122/20150793; model/catalog description:linear 3-6 lead 70 cm. Model number/catalog number:sc-3138-25; serial number: (B)(4); batch/lot number:17693111; model/catalog description:lead extension kit 25cm. Additional information was received that the reason for an explant procedure was due to patient having pain at the site. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Serial number: (B)(4), batch/lot number : 3033822/3200978, model/catalog description: linear st lead kit 70 cm. Serial number: (B)(4), batch/lot number : 3067449/3125830, model/catalog description: linear 3-6 lead 70 cm. Serial number: (B)(4), batch/lot number : 1057431/1057438, model/catalog description: lead extension kit 25cm.

Event description:
A report was received that patient underwent an explant procedure for an unknown reason.